Event description:
Customer contacted beckman coulter inc. (Bci) regarding two elevated troponin (accutni) results generated by the unicel® dxc 600i synchron® access® clinical system.customer tested a patient sample for accutni and obtained a result of 0.60ng/ml which upon repeat gave a result of 0.04ng/ml.a sample obtained from another patient gave a result of 2.149ng/ml and repeated at 0.041ng/ml.the erroneous results were reported outside of the laboratory and corrected report were issued.there was no effect to patient or user with regards to this event.

Manufacturer narrative:
Samples were collected in greiner 13x100mm vacuette serum tubes with gel separator and centrifuged for 10 minutes at 3000g.qc is run twice daily.a field service engineer (fse) was dispatched on (B) (4) 2009 for this event(a) fse inspected aspirate probes and peristaltic pump and completed wash arm alignment.(b) fse verified transducer ultrasonic voltage, adjusted mixer motor speed and performed hardware verification.(c) fse was dispatched again on 02-10-2009 and performed hardware repairs and ran precision runs. Fse noted instrument to be working as per specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.